Manufacturer narrative:
(B)(4). The lens was not implanted; therefore, not explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor found a white foreign particle on the optic of the intraocular lens, a tecnis model zcb00, before the surgery. No patient injury/involvement was reported. No further information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: the unit was returned in the assembled lens case. The original folding carton was also received. The lens was inspected at 10x microscope magnification. Loose particles were observed on the sample which is indicative of lens handling out of the sterile environment. White debris and stains were observed in the lens optic and haptics, confirming the reported issue. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: the reported issue was verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.